Manufacturer narrative:
The product has been returned to masimo for evaluation. Upon visual and functional testing the customer complaint could not be duplicated. The unit was found to visually and audibly alarm during alarm conditions. It was also found that the silence button was worn out and does not properly depress. The silence button has no physical spring back resistance so the button occasionally triggers erratically when pressed, acting as though the button is being held down which does not contribute to the reported issue.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-8 intermittently does not read after switching probes and patient cable. No known impact or consequence to patient was reported.